Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to the resistance with the thumb advancer include, but are not limited to, inadequate nick and spread, device angle change prior to thumb advancer stroke completion or vessel locator not placed against the surface of the vessel. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: the device was not available for evaluation.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a starclose se device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely so the clip could not be deployed. The safety release was used to release the thumb advancer and the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.